Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ errors during fill tubing, consistent with an occlusion alarm and restart/malfunction behavior, despite the user performing device restarts, supply changes, and multiple site changes; a replacement was sent after the message could not be cleared. Symptoms included interruption of insulin delivery. Outcomes included the need for troubleshooting support and replacement supplies. Investigation included technical troubleshooting and user education by customer care. Investigation of this case revealed persistent alarm behavior suggestive of a flow obstruction during the priming sequence, with no resolution after standard corrective actions. It was concluded, based on previously established findings for similar reports, that the cause could not be confirmed due to the device's unresponsive behavior, which prevented navigation through its interface but a software error is suspected.